Event description:
A patient in (B)(6) displayed symptoms of a dialyzer reaction thirty minutes into a dialysis treatment which included a revaclear 300 dialyzer. The patient experienced leg cramping, weakness, diaphoresis and coughing. The ultrafiltration rate was turned off and the patient was administered a saline bolus, hydrocortisone and piriton. The patient's symptoms subsided and the treatment continued with the same dialyzer without further symptoms until the extracorporeal circuit clotted. Treatment resumed using a new revaclear 300 dialyzer and blood line without further symptoms. The patient was discharged home at the end of treatment. The cause of the patient's symptoms remains unknown.

Manufacturer narrative:
The revaclear dialyzer was discarded and not available for inspection. The device history record for revaclear 300 lot 4-9340-h-01 showed no non conformities during the manufacturing process and no further complaints have been reported.